Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Initial log analysis found faults with the gantry motion control box. A replacement was shipped to the site and the replacement was performed. The imaging system then passed the system checkout and was found to be fully functional. The gantry motion control box was returned to the manufacturer for analysis. When installed in a known operational imaging system. The remote desktop showed that the door was operational and closed when it was not. This indicator an electrical based failure due to the controller being unable to open the gantry door. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion, the door on the imaging system would not close properly. After restarting the system multiple times, the issue was resolved. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.